Manufacturer narrative:
Plant investigation: the manufacturer was able to confirm the reported issue using the information provided by the customer. The thermal damage was caused by low contact pressure which resulted in contact resistance at the bad contacted point and a high thermal power loss was indicated, noted as the thermal damage. This failure pattern is known and covered by an internal CAPA project. Corrective actions of the CAPA were defined and implemented. The design of the crimped cable lug was changed. The affected device was built before the implementation of the CAPA and was still equipped with the old design of the crimped cable lug at time of the failure according to the provided picture. According to the provided information no parts were replaced. It is therefore recommended to replace the motor protection switch and the corresponding wiring.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that wiring from the black cable behind the stage 1 motor protection switch (mps) of the aquabplus reverse osmosis (ro) system was burnt. The reported issue was discovered during troubleshooting. The biomed initially contacted fresenius for assistance with a pump p1s defective message that was encountered during the t1 test. The error code f-04-51-04 failure was received along with an audible alarm. The thermal overload relay on stage 2 was also found to be tripped. Fresenius instructed the biomed to reset the thermal overload relay and the ro system was able to pass the t1 test. The biomed was advised to check the stage 2 mps for indications of thermal damage and to replace the stage 1 mps and cable (part number m11008073et). Additional information was provided during follow-up with the biomed. The biomed described the connection to the mps as brown and discolored. There was no observed burning smell, smoke, spark, flame, or arcing. There were no blown fuses identified in the local power supply. The ro system is plugged into its own breaker. There were no local power grid issues on or around the event date. The ro system was returned to service after resetting the stage 2 thermal overload relay. No parts were replaced to address the thermal damage. A replacement cable was ordered which will be installed upon the next disinfection. No parts are available to be returned to the manufacturer for physical evaluation. No photographs nor machine files were available to be obtained at the time of follow-up.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that wiring from the black cable behind the stage 1 motor protection switch (mps) of the aquabplus reverse osmosis (ro) system was burnt. The reported issue was discovered during troubleshooting. The biomed initially contacted fresenius for assistance with a pump p1s defective message that was encountered during the t1 test. The error code f-04-51-04 failure was received along with an audible alarm. The thermal overload relay on stage 2 was also found to be tripped. Fresenius instructed the biomed to reset the thermal overload relay and the ro system was able to pass the t1 test. The biomed was advised to check the stage 2 mps for indications of thermal damage and to replace the stage 1 mps and cable (part number m11008073et). Additional information was provided during follow-up with the biomed. The biomed described the connection to the mps as brown and discolored. There was no observed burning smell, smoke, spark, flame, or arcing. There were no blown fuses identified in the local power supply. The ro system is plugged into its own breaker. There were no local power grid issues on or around the event date. The ro system was returned to service after resetting the stage 2 thermal overload relay. No parts were replaced to address the thermal damage. A replacement cable was ordered which will be installed upon the next disinfection. No parts are available to be returned to the manufacturer for physical evaluation. No photographs nor machine files were available to be obtained at the time of follow-up.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.